Manufacturer narrative:
Upon follow-up, the customer reported there was no harm to the patient. The tpn was restarted and did not require redosing. The 3m¿ curos jet¿ disinfecting cap number and lot number was not available. Without a cap or lot number, the expiration date and manufacturer date could not be determined. No sample has been received to date. Initial reporter: (B)(4) was received from the facility and the FDA. 3m has recently implemented a labeling change informing users of the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve in addition to bd maxzero¿ needle-free connectors. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used. End of report.

Event description:
A customer reported the following information via a medwatch report: "patient was receiving tpn. Green cap (3m¿ curos jet¿ cap) created a leak in the port which leaked on the patient's bed. When leak was found, cap was replaced and the same leak occurred. When the cap was removed, IV pump alerted for occlusion and when new green cap applied, alert was removed and flow continued. Amount of tpn the patient didn't receive was not known."